Manufacturer narrative:
Follow-up #1: date of submission 02/16/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2017 with the following findings: review of the black box showed dates from (B)(6) 2016. The black box data from date of complaint had been overwritten due to continued patient use. The current black box showed no evidence of short battery life. Low battery warnings were observed in current black box data resulting from normal battery usage. The pump powered on using the returned battery cap, which was able to fully tighten. The battery compartment was intact. Electrical current draws were within specifications. A battery life issue was not duplicated during investigation. There was no evidence of moisture or loose components inside pump.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the device caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.